Event description:
It has been reported to philips that the flexvision monitor shut down. The system was rebooted, but it would not fully boot back up. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc along with the hard disk and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that flex vision pc monitor turned off. Review of the system log file showed flex vision pc related issues. Upon troubleshooting fse found that flex vision pc was defective. To resolve this issue, fse replaced flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.